Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up arrow keypad button would stick and required multiple presses to elicit a response. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. The up arrow and contrast keypad buttons were intermittently responsive during testing. The down and ok keypad buttons were responsive. During investigation, evidence of contamination was found under all keypad contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The vibration motor was found to be unresponsive. The alleged malfunction is not likely to cause an adverse event because the audible alarm mechanisms still function and will still alert the user should the pump emit an alarm.